Event description:
It was reported that customer experienced cgm error 42 with g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and error did not recur, after which customer successfully started sensor session.